Event description:
It was reported that the patient had generator replacement surgery due to battery depletion. One the new generator was connected to the old lead, high impedance was seen during surgery. Pin re-insertion was attempted but did not resolve the high impedance. The test resistor was used with the new generator and showed good impedance. Lead replacement surgery has not occurred to date. No additional or relevant information has been received to date.